Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/28/2022, it was reported by a sales representative via phone that an ar-7000-32ft screw broke when the surgeon was attempting to tighten it. Surgeon was able to retrieve the broken piece and completed case using another ar-7000-32ft screw. This was discovered during a scaphoid bone procedure on (B)(6) 2022.